Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer was "leaking from spout". No adverse effects were reported.

Manufacturer narrative:
One level 1 hotline blood and fluid warmer was returned for analysis in fair condition. Water was inserted into the unit and the device started leaking by the drain fitting crack. Based on the evidence, the complaint was confirmed. However, the root cause is unknown.